Event description:
It was reported that the asymptomatic patient had presented to the clinic. The device was found to be post-paced t-wave oversensing on the ventricular lead noted from the stored egm. The device was reprogrammed to address the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.